Manufacturer narrative:
Update on lot numbers of involved devices. Model# and lot# of other pipelines involved: model: fa-77375-18 / lot: 9448956 - dom: 5/31/2011 - exp: 4/1/2014. Model: fa-77425-14 / lot: 9439374 - dom: 5/3/2011 - exp: 9/1/2012. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
It was reported the patient had a giant supraclinoid/cavernous aneurysm that was treated with one pipeline on (B)(6) 2011. Approximately (B)(6) post procedure, the patient readmitted to the hospital with prognosis and upon angiogram it was determined that a cavernous sinus fistula had developed from a ruptured cavernous aneurysm. The physician decided to treat the patient with an internal carotid artery sacrifice. No complications were reported with the patient as a result of the event.